Event description:
It was reported that prior to the start of a da vinci-assisted incisional herua tapp surgical procedure, that the customer contacted the technical service engineer (tse) for phone assistance during surgical setup regarding a activation attempt had been interrupted by a u-02 error. Tse reviewed the system logs and confirmed the u-02 error on the integrated electrosurgical unit (iesu). Tde instructed the customer to disconnect the three cables on the back of the iesu, reconnect only the rcb connector, reseat the power cord, and power cycle the iesu. After the customer performed these steps, the u-02 error immediately reappeared. Tse inquired whether a spare generator was available, and the customer indicated there was no spare vision side cart and was unsure about availability of a third-party generator, stating they would discuss options with clinical staff. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was confirmed using system logs. Functional testing revealed that the unit generated error code u-02 upon startup. Additionally, a review of the internal erbe error log showed the presence of c00. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The probable root cause of the error u-02 may be attributed to a loose cable connection on the syscheckmaster or a faulty cable on the syscheckmaster in the iesu.

Event description:
Refer to h11 for follow-up information.